Event description:
During the procedure the reperfusion catheter 032 broke back from the distal tip. The device was replaced but the incident description indicates that it may have occurred a second time, however, the info is unclear. The description also mentions that the break was kind of a linear split along the length of the catheter and there were no issues related to the pt.

Manufacturer narrative:
The DHR of this mfg lot has been reviewed and a copy is attached. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on august 28, 2009. Incident# 0173. Part# 0854 / a (sa, reperfusion catheter 032). Lot# f12606 (same as l12606). A review of the device history record (DHR) was completed on part #0854 (lot# l12606). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. (B)(4). In addition, all destructive testing was completed per required process monitoring requirements and results met spec for the tensile strength. Ncr 547 was associated with this lot where one bag fell out during shipment to mtd; cap on the packaging tube was not securely attached. The product was 100% inspected upon return from mtd resulted in 34 out of 208 units being scrapped. Ncr final disposition is to use all visual acceptable units (qty 174) as the product is deemed acceptable for use. No other anomalies were found with this lot due to the mfg process as the parts rejected have been labeled and segregated as part of the mfg standard procedure.